Event description:
Adverse event(s): "unknown" (no information). Product problem(s): "macula not flattening out as it should" (defective item). A purchasing agent reported that a gas tank had "quality issues". The purchasing agent stated a surgeon reported the tank was not performing as it should because the "macula is not flattening out as it should". The purchasing agent reported the issue had been happening over a period of two days and possibly ten or more pts could be involved. No pt identifiers are currently available. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/05/2010 by phone and mail. A completed questionnaire has not been rec'd. (B)(4).